Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Investigation of the labeling and surgical technique charts for this device found that the incorrect chart was included with the loaner set for this case. A previously released chart that did not address regenerex type shells was included in the set and the surgeon used it as a sizing chart for the regenerex item. A chart revision had occurred that addresses the regenerex type shells and should have been included with the set instead. This was found to be an isolated incident. No further complications have been reported. Expiration date: unknown. This report was filed (B)(4) 2011.

Event description:
It was reported that during a hip procedure, surgeon incorrectly interpreted the information on the sizing chart that accompanied the loaner kit to include regenerex ringloc shells and attempts to insert an incompatibly sized liner in a 50mm regenerex ringloc shell. The liner did not fit so surgeon removed the shell and implanted the next larger size without incident. A delay in surgery of 1 hour was reported. No further complications have been reported.